Event description:
It was reported that device broke and remained inside the patient. A rotawire was selected for use. During the procedure, the wire broke off and lodged in a small branch of the right coronary artery (rca). The wire broke in two places - at the tip and at a point halfway along the wire. The detached segments remained inside the patient. No further patient complications were reported and the patient is stable.

Event description:
It was reported that device broke and remained inside the patient. A rotawire was selected for use. During the procedure, the wire broke off and lodged in a small branch of the right coronary artery (rca). The wire broke in two places - at the tip and at a point halfway along the wire. The detached segments remained inside the patient. No further patient complications were reported and the patient is stable.